Manufacturer narrative:
We are in conformance with iso 6601.

Event description:
The customer reported using test strips that were less than 30 days past the expiration date. Attempted to contact the customer regarding potential pt impact, but the customer did not respond.